Event description:
The procedure was a contralateral approach to a totally occluded left common iliac/external/common femoral. The physician was able to gain access subintimal with stiff glide wire, and advanced the trailblazer with the wire through the subintimal tissue to the left sfa. The physician removed the glide wire and performed angio via the trailblazer catheter and confirmed sfa true lumen. The physician then advanced a wire through the trailblazer. When removing the trailblazer only part of it was removed, leaving distal portion in patient. The patient taken to surgery to remove the portion of the trailblazer catheter and to perform a fem-fem bypass.

Event description:
The report received from the affiliate indicated that during a coil embolization procedure, the physician experienced premature detachment of the trufill dcs orbit helical fill 2 x 6 coil from the delivery system. This was the third coil used. The coil was said to partly fill the aneurysm and that part of the coil did protrude out of the aneurysm partially occluding the artery as seen angiographically. The physician had successfully deployed two other coils previously: a 3.5 x 9 and a 2 x 6 coil. The target lesion was an aneurysm of the anterior communicating artery. The patient was reported to have experienced a mild cerebral infarction.

Manufacturer narrative:
Additional information obtained indicated that the procedure was an emergent case. The access site for the procedure was the right femoral artery. A prowler select plus micro-catheter was used for the procedure. There was no problem reported with the micro-catheter or loss of access to the intended target lesion with the micro-catheter. An adequate continuous flush was maintained to the micro-catheter at all times. The micro-catheter was re-shaped using the shaping mandrel. There was no reported resistance/friction between the guidewire and the micro-catheter while accessing the target lesion. There was no reported resistance/friction while advancing the coils through the micro-catheter. There were no kinks or bends noted in the micro-catheter that may have contributed to the event. A one-to-one relationship between the coil and the delivery tube was maintained and verified under fluoroscopy prior to re-positioning. The micro-catheter was not re-positioned over the coil while the coil was deployed or partially deployed out of the distal end of the micro-catheter. The aneurysm was reported to be at a bifurcation with the size being: height: 4 mm; width: 3 mm; length: 2 mm; neck: 2 mm. Neck re-modeling was used with an unknown product. The physician used a hyperform balloon catheter to treat the patient and complete the procedure successfully. The patient's status was said to be better post-procedure as compared to pre-procedure. The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The report received from the affiliate indicated that during a coil embolization of an anterior communicating artery aneurysm using a balloon remodeling technique after successful placement of two coils (3.5x9 and 2.6) there was premature detachment of the trufill dcs orbit helical fill 2 x 6 coil from the delivery system. This was the third coil used. The coil was said to partly fill the aneurysm with part of the coil protruding out of the aneurysm. Angiographically it partially occluded the artery; left anterior cerebral artery flow was restricted. The patient was reported to have experienced a mild cerebral infarction. Additionally it was reported that the patient's condition was comparatively better post procedure. The index procedure was emergent. The aneurysm height was 4mm, width 3mm with a neck of 2mm. Access was obtained via the right femoral artery using a 6f guiding catheter and a prowler 14 microcatheter (mc). The mc was reshaped using the shaping mandrel. It was reported that an adequate continuous flush was maintained through the microcatheter at all times, there was no resistance between the guidewire (gw) and mc when accessing the target site and no resistance at anytime advancing the coil or the previous coils through the mc. There were no problems noted with the prowler microcatheter and no loss of target site position due to the event. A hyperform balloon was used during the procedure. It is known if device interaction with the balloon contributed to the event. There was no resistance during repositioning of the coil and the mc was not repositioned over the coil while the coil was deployed out of the distal end. A one-to-one relationship between the coil and delivery tube was verified with fluoro prior to repositioning. It is not known if coil entanglement/device interaction contributed to the event. The product was returned for inspection. A non-sterile trufill dcs orbit was received coiled inside of a plastic bag. Introducer was received unzipped and residues of blood were noted inside of it; additionally it presented a diagonal cut which appears to be caused by a cutting tool. Kinks were found in the hypotube. The support coil was out of the introducer and presented some waves; however these appear to occur during the handling of the unit when it was returned for evaluation. Gripper was cut at 2mm approximately and the rest of the device was not provided for evaluation. The cut section was inspected under microscope and unaided-eye, and in both cases appears to be cut using a cutting tool. Product involved was compared with a cordis lab sample and could be observed that the even transition of colors (from blue/green to clear) indicates that the fusion was done properly. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 13471241 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The failure was reproduced using a trufill dcs orbit cordis lab sample; the gripper was cut at the same distance as the received product using a blade and the results showed that finding noted in the product received could be caused by the use of a cutting tool. Sem was performed to review the device to further identify the cause of cut section in the gripper. The sem indicates that the cut striations can be observed through the whole circumference of the gripper. Failure reproduction was performed successfully by cutting the gripper with a razor blade and comparing the surfaces. The exact tool used for the cut found could not be determined by this mean of analysis. Based on the analysis of the returned product, premature detachment of the coil from the gripper of the delivery system could not be determined; however, the returned device indicated what appears to be cut. There is no evidence that the cause of the damage noted in the gripper was related to the manufacturing process; sem analysis indicates that cut striations can be observed through the whole circumference of the gripper. Although no conclusion can be made based on the available information, based on the analysis of the returned device, procedural and handling factors appear to be contributed the damages noted on the returned device and to the reported event. Additionally inspections are in place to prevent these types of damages leaving from the facility. Therefore no corrective actions will be taken at this time.